Event description:
It has been reported to philips that the allura xper fd20 system fluoroscopy did not function and that the device indicated a defective radiation tube that was not allowed. No harm has been reported in association with this event. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not give fluoroscopy and indicates defective tube radiation is not allowed. Upon functional testing, the fse found that the computer is disconnected from the prs portal. A review of the system log file showed x-ray generator exceptions. Communication problem between the dap and generator. The fse replaced the dap meter. After the replacement of the dap, the system was returned to use in good working order. These codes were updated based on investigation outcome. The evaluation method code grid was corrected.